Event description:
Asr revision reported via sales; asr xl; right; asr hip construct was explanted due to the patient's elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec&#37152;11/24/2014 - medical records received. Doi provided. Patient revised to address discomfort and adverse local tissue reaction. Upon revision, corrosion on the trunnion was noted. The stem and sleeve are now being reported. The stem remained in situ. This complaint was updated on: 12/22/14.

Event description:
Update rec'd (B)(6) 2014 - litigation papers received. Litigation papers allege pain, discomfort, malaise, swelling, bone and tissue damage, and excessive metal ion levels. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.